Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was transferred to failure analysis engineering (fae) team. Initial findings confirmed. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.75 inches from the crimp. Rubbing marks in the same direction as the length of the wire were noted, indicating possible rubbing against the hypotubes.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a fenestrated bipolar forceps instrument was not coagulating. The procedure was completed as planned with no reported injury.